Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure as the trailing haptic not folded. There was patient contact, and the lens was fully inserted into the patient¿s right eye. There was a vitrectomy performed and a non-johnson & johnson lens of 22.5 diopter was used as the replacement. The patient outcome is unknown. No further information was provided.